Event description:
It was reported that this patient had a previous isolated inappropriate shock due to t-wave oversensing while they were sleep. It is noted that the smart pass was turned off. Patient was brought in for system evaluation and the patient had poor amplitudes in alternate vector. The system was subsequently reprogrammed to secondary sensing vector as there were no noisy signals. Recently, the patient received an additional inappropriate shock with smart pass also turned off. It was recommended that to have the patient brought in to have smart pass turned on. No adverse events were reported.